Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of discomfort, spider veins, numb, redness, swelling, bruising, occlusion signs and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications ¿ do not inject juvéderm® voluma® with lidocaine into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported treating a patient with juvéderm voluma with lidocaine (vb20a70836 and vb20a80059). Patient noted feeling particularly sore and throbbing immediately after the injection. Over 2 weeks later, the patient returned to the clinic with discomfort to the chin area. Patient was reviewed and their capillary refill was ok. Patient had spider like veins on the chin and their lower lip was numb, red and swollen. There was no necrosis. A doctor was consulted via (B)(6) and the patient was treated with hylase reconstituted with saline and a massage afterwards. The spider veins faded but the chin was still very red. Patient had the same capillary refill and was good. After an hour, the swelling and bruising also became "evaded." Patient was then taken to a general practitioner who prescribed the patient with keflex. Six days later, the patient had a follow up with the general practitioner whom advised the patient to be treated with additional hylase since the chin was asymmetrical and filler was still present. The occlusion signs were gone but the risk had remained. Patient had another treatment with hylase. On the next day, the patient was contacted and noted that their chin feels good. It was still bruised and tender but they were feeling much better. This is the same event and the same patient reported under MDR ID #3005113652-2018-00956 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine lot# vb20a70836.

Event description:
Additional information: patient was injected in the periostium/chin by another injector. The reporting healthcare professional treated the patient with hylase. The patient's symptoms had majorly improved after treatment and further improved over the following weeks. Patient had no permanent damage.